Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("blood clot / heavy, irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(4) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and infection ("chronic infections"). The patient was treated with surgery (underwent surgery with removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and infection had resolved. The reporter considered dyspareunia, genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, the plaintiff called her physician's office to report a suspected blood clot. She was advised and did go to the emergency room for treatment. The plaintiff symptoms substantially resolved after the surgery .she was left with permanent scars. Diagnostic results: on (B)(6) 2014, an hsg test that showed no flow of contract into either fallopian tube. The essure coils were seen in position. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.